Event description:
The user facility reported that an unspecified number of bronchial washings from three different pts tested positive for pseudomonas. The pts were said to have all been examined with the subject device. None of the pts were noted to be symptomatic for signs of an infection. The hospital informed that the olympus bronchoscope was cultured and tested negative before being returned for eval. However, olympus was also informed that one of the pts subsequently expired due to different disease state. The user facility reported that they did not believe the pt's death was caused by or contributed to by the reported positive culture.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The eval determined that both the insertion tube and light-guide tubes of the bronchoscope were non-olympus parts. There was a hole observed in the bending section glue, and both light guide lenses were noted to be cracked. There were restrictions noted in the passage of both the brush and forceps noted in the instrument channel. A round reflection was also noted on the image. There were areas of peeling and scrape marks on the insertion tube. The device was examined with a baroscope and an unidentified white substance was found inside the suction cylinder and channel mount. As part of the investigation into this report, an olympus endoscope support specialist (ess) will visit the user facility to assess their current reprocessing practices, and to provide necessary training assistance if needed. The cause of the user's report could not conclusively be determined at this time, but insufficient reprocessing appears likely. The use of third party parts cannot be ruled out as contributory factors. If add'l significant info becomes available, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.